Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with high and unstable impedance, multiple short v-v episodes, and oversensing noise. A lead fracture is suspected. The lead was reprogrammed and then extracted and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.